Event description:
It was reported to ge that the nurse was removing the film cassette from the x-ray spot film device and the cassette fell striking the nurse's left big toe. Apparently, this caused a fracture of the toe. The system was checked and found to be working properly.